Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was missing all of the front and back labels. Functional tests included use testing. The pump's delivery accuracy, pressure switch, and drain current tests were performed. All of the tests were found to be operated properly within the pump's manufacturer specifications. It was recommend that the software applications to be reinstalled as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a product problem while in use. No adverse patient effects were reported.